Event description:
It was reported that balloon rupture occurred. The target lesion was located in coronary artery. A 3.50mm x 30mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injury was reported.